Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted between (B)(6) 2025 to (B)(6) 2025 for ventricular tachycardia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient reported progressively worsening fatigue, exercise tolerance and functional status since their last visit a month prior. The patient also reported having intermittent dizziness with one episode of syncope at home on (B)(6) 2025. It was noted that the patient had a history of atrial arrhythmia before left ventricular assist device (lvad) implant with an implantable cardioverter defibrillator (ICD) implanted. The patient underwent ventricular tachycardia (vt) ablation on (B)(6) 2025. No new arrhythmias were noted except for 4 brief non-sustained vt. The patient was to remain on toprol (metoprolol).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), document is currently available. Section 1, "introduction," lists arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a history of atrial arrythmias.